Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that atrial lead capture thresholds monitoring was suspended and loss of capture was noted on the right atrial (ra) lead. It was noted that auto capture was discussed to be turned on when it comes to this device if this issue resolves. No adverse patient effects were reported.